Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two universal clamps were implanted approximately 11 months ago at level t-5. A revision surgery was performed to address a fractured vertebral body. The two universal clamps were removed during the revision surgery and the surgeon found that the tapes on both were damaged. The construct was extended to an additional two levels using four universal clamps and vertebroplasty.

Manufacturer narrative:
The device was not returned so an evaluation was not able to be performed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions for proper device usage, as well as warnings and precautions regarding inappropriate applications of the device.